Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 37791, lot# serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator implanted for non-malignant pain. It was reported by the patient that they were having trouble keeping 4-8 coupling bars and that they had seen the too hot screen. The patient also reported the recharger was not showing 100% full anymore and that the implantable neurostimulator (ins) battery was blinking between 75-100%. Troubleshooting indicated that the recharger was working as intended. There were no symptoms reported and the patient was sent a new recharge antenna to replaced the damaged antenna. The patient called in the next day and indicated that they had been having issues recharging ever since a fall on (B)(6) 2016. The patient was able to connect to the ins and the recharger showed that it was fully charged and the ins was 75% full. Additional information received from the patient indicated that they were still have issues getting bars after device replacement.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.